Event description:
The original surgery was a lumbar laminectomy performed in 2001. Four weeks later, the pt was brought back to the o.r. Due to a wound dehiscence. When the surgeon examined the wound the suture was completely absorbed and nonexistent. The surgeon revised and closed the wound using another suture for deep fascial closure.